Manufacturer narrative:
(B)(4) - method: actual device involved in incident was evaluated. Itc replaced the printer, label maker. Results: complaint could not be confirmed. Conclusions: the printer and the label maker are not manufactured by itc. No conclusion can be drawn. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports that their printer has a smell of burning and data was not printed". No adverse event(s) reported. This event occurred outside the us.